Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Analysis took place on the guidewire as returned. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. The guidewire returned with two fractures. There were sections of overstretched coil along the length of the guidewire. The first fracture point was at 51cm from the proximal weld, only the coil was fractured at this fracture point, the core and ribbon were intact. The coil was pulled along the guidewire leaving the ribbon and core exposed for 46cm. The distal side of the fracture point was at 97cm from the proximal weld. There were 2 kinks on the exposed ribbon at 85.5cm and 109cm from the proximal weld. The second fracture point was at the distal end, the ribbon and coil were fractured at this point. The guidewire returned without its distal tip, the ribbon measured 173cm in length, indicating that approximately 7cm of the distal portion had been removed. Necking was visible on the ribbon, suggesting that excessive force was used. The coil was sheared, suggesting that the coil was cut with a sharp instrument. There was 2cm of the core protruding and 4cm of the ribbon protruding from the coil. Multiple bends were noted on the ribbon. A segment of the coil was found to be overstretched and entangled, wrapping around the guidewire. Analysis of the fractures indicated that the fracture point within the entangled coil segment aligned with the fracture point observed at the distal end. This suggests that the entangled portion of the coil was originally located at the distal end of the guidewire. There were two kinks on the guidewire at 10.3cm and 21.5cm from the proximal weld. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. The classification as reported is "functional: unable to remove" however upon inspection the classification as investigated is "damaged: fracture/shear". The root cause is undetermined: cause not established. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling the of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event description: per cnf, it was reported that: event: the device got stuck. Please specify the details on how the stuck occurred; the guidewire got stuck during preparation. Please specify the physician's opinion on the cause of the stuck event. Please specify the details on how the stuck been resolved; the device was replaced. Were there any other catheters in the heart when the stuck occurred? Was the orion catheter used together? If q6 is "yes", where was the orion positioned? If q6 is "yes", was orion left deployed? Please specify the name and size of the sheath used together; faradrive infected: unknown. Infection name: diagnosis or treatment: resolution: different device used (same model). Where did event occur: outside the patient. Patient outcome: no patient injury. First time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes. Generator used. Ablation: catheter used. Other used.